Event description:
It was reported that the footswitch assembly of the 9800 system gave the surgeon two shocks when he went to use the footswitch. After second shock the footswitch worked as expected, and the case was finished. It was noted that the footswitch was not in any water and no voltage could be found on the footswitch. There was no report of operator or patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is provided, it will be reported as required.